Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date with the unknown blood glucose level. Customer stated that the insulin pump had insulin flow blocked alert and ended up by changing infusion set. Customer stated that the infusion set cannula was bent. Customer stated that they were on physical therapy. Customer stated that they were not able to continue troubleshooting. The device will not be returned for analysis.